Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion which was not reproduced. The condition was unable to be confirmed due to it being inadvertently missed during evaluation and therefore the pump was no longer in its received condition and could not be evaluated for the condition. The cause was determined to be a failing upstream sensor with low fluid numbers. The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.